Event description:
It was reported that the patient was admitted to the hospital due to pocket hematoma. The wound was drained and patient received antibiotic therapy. The device remains in use. The patient is enrolled in the panorama ii post-market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).